Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The fixation of the lead was unstable which may have contributed to the stimulation. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.